Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment was damaged, a pin at the mounting was broken. As the event occurred in a workshop, there was no pt harm or delay reported.